Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. Philip fse (field service engineer) confirmed air flow accuracy errors 3103 and 3125 fse, per philips manual, replaced exhalation flow sensor. Performed est. Est passed. Performed all performance verification tests. Unit passed all pvt successfully. The air flow sensor was return for analysis. An investigation was performed and the air flow sensor being out of specification was not duplicated, no fault was found on the returned air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports extended self-test (est) failed error code (3103) air flow out of range. There was no patient involvement.